Event description:
Pt with audible cuff leak from trach/not receiving tidal volumes from ventilator. Withdrew 3cc of air from cuff via pilot balloon, added 8cc of air back to attempt to perform minimal leak technique. Unable to fill cuff with air adequately enough to do so. Shiley 8.0 with blown cuff. Shiley 8.0 was found to have tear in cuff when examined.